Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had a damaged additive port. The damage was found before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a damaged additive port cap. The cap was cracked. The reported issue was confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.